Event description:
It was reported that the patient was presented to the hospital due to a vibrating alert on the ICD. Noise and an inappropriate atp therapy were observed via egms. Decreased sensing and increased pacing threshold was noted. Dislodgement was confirmed via x-ray. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.